Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On february 15, 2022, a clindex notification was received indicating that a severe complication occurred that resulted to a patient listed on the shoulder arthroplasty registry. The patient had a univers revers apex procedure on (B)(6) 2022. During a post-operative visit on (B)(6) 2023, an infection was noted. On (B)(6) 2023, the patient underwent a left shoulder incision, drainage, and poly exchange procedure. The patient underwent infectious disease treatment and the growth of gram-positive bacteria was noted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.